Event description:
Additional information was received that the pacemaker was explanted and returned from an unknown source. This report is also being filed to correct the device code and submit analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. Device code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had 7.5 years battery remaining on device check last july and recently tripped to 4.5 years. Initial analysis showed that power consumption of the device has been increasing during the past year and is expected to continue to increase. Additional information indicated that the device was interrogated and battery shows 3.5 years. The device was scheduled for replacement but still remains in service. No adverse patient effects were reported.